Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent mesh revisions on (B)(6) 2009 and on (B)(6) 2009 due to dyspareunia and exposure. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 (according to medical records the date was (B)(6) 2008) and mesh was implanted. Medical records also indicate that mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and frequency.